Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation could not confirm the user request. The device functioned properly with the test scopes and processor. The evaluation did find a missing hexagonal wrench inside the lamp door, front panel damage, bottom chassis rusted, inside top cover rusted, front panel chassis rusted, missing lamp washers, olympus lamp life meter reading over 500+hours (lamp expired), and corrosion and dust on contact pins inside scope socket. A review of the device history record (DHR) and instructions for use (IFU) were also conducted during the investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause of the user report is presumed to be dirt on the contacts on the endoscope, poor contact, and the pin condition on the subject device causing the endoscope to not be detected. The IFU contains the following statement: -"before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported an evis exera iii xenon light source does not recognize when the scope is plugged into the front of the device. No patient involvement or impact to patient care was reported for this event.